Event description:
Pulmonetic systems, inc. Received the following report from a representative. After 7 hours of operation the turbine was shutting off but the lights where staying on and the vent was alarming disc/sense. Vent would run for 3-5-10 minutes than the problem would recur. Unit was tried on ac/battery/external power. No pt harm.